Event description:
During port removal, the doctor noticed that the catheter felt very frail and it was beginning to break down. To avoid fracture, he used a guidewire for catheter support and dissected the catheter free from tissue all the way to the vein insertion site. With gentle traction and wire support, the catheter was able to be removed in its entirety.manufacturer response (as per reporter) for port-a-cath, vortex port-a-cath:nothing at this time.

Event description:
During port removal, the doctor noticed that the catheter felt very frail and it was beginning to break down. To avoid fracture, he used a guidewire for catheter support and dissected the catheter free from tissue all the way to the vein insertion site. With gentle traction and wire support, the catheter was able to be removed in its entirety.manufacturer response (as per reporter) for port-a-cath, vortex port-a-cath:nothing at this time.